Event description:
The user facility reported to terumo cardiovascular systems, that during vein harvesting, the virtuosaph endoscopic vein harvesting system would not cauterize the saphenous vein. The product was changed out. There was no harm to pt. The surgery was completed successfully; however, the event caused a delay to the procedure.

Manufacturer narrative:
Terumo has not received the actual device; therefore, terumo is still investigation this issue and will be submitting a f/u report when the investigation is completed and more info become available. (B)(4).